Event description:
It was reported that during use of the bd pcr cartridge on bd max instrument, a patient result was MDR-tb positive but rif unreportable. Sample was sent for culture and was MDR-tb negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd max¿ MDR-tb kit (ref. 443878) lot 4194266 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Review of the manufacturing records of bd max¿ MDR-tb indicated that the lot 4194266 was manufactured according to specifications and met performance requirements. Customer complained about a patient sample which tested positive for the mtb target, with a rif unreportable result. However, the sample was negative when tested in culture. The customer provided database of bd max¿ instrument ct3145 for investigation. Since no sample identification was provided for the investigation, the database was analyzed and four samples corresponding to the customer description (mtb detected, rif unreportable) were found. The sample was tested in run 371 (position a8) using the bd max¿ MDR-tb kit lot 4194266. Manual pcr curve adjudication of the discrepant sample was done and revealed late amplification for the is6110-is1081 and devr targets. No repeat of this sample was found in the data provided. Low positive results can occur due to bacterial load in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different detection methods. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ MDR-tb lot 4194266. The root cause was not identified. However, specimens at or near the assay limit of detection (lod), or environmental or cross contamination, are the most likely causes to explain the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Manufacturer narrative:
D.2. Additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pcr cartridge on bd max instrument, a patient result was MDR-tb positive but rif unreportable. Sample was sent for culture and was MDR-tb negative. There was no report of patient impact.